Event description:
It was reported that one side of the locking screw could not lock the guide. Another side screw was functional, so cutting could be performed.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The event was not confirmed. The screws functioned properly. No material or manufacturing defects were observed on the device features examined. Visual inspection: the device has markings consistent with use and cleaning. Dimensional inspection: not performed as the screws were functionally acceptable. Functional inspection: both of the screws were able to be loosened and tightened with no issue. Photos attached in the communication log show them in the open and closed position. The event was not confirmed.

Event description:
It was reported that one side of the locking screw could not lock the guide. Another side screw was functional, so cutting could be performed.